Event description:
This is a spontaneous case report received from a physician in (B)(6) on 24-jun-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion) inserted on an unspecified date. The reporter was not the one who performed essure insertion procedure, he only performed an ultrasound. Ultrasound showed three inserts: one on right side and two on left side in intra-abdominal region. The physician reported perforation followed with intra-abdominal migration after essure placement procedure under local anesthesia, in association with strong pain. Follow-up information on 04-jul-2016: the health authority reference number for this case is (b)(64. Quality-safety evaluation of product technical complaint received on 08-jul-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up information was received on 01-aug-2016: the reporter was not the one who followed the patient. After disclosure of perforation/migration, the patient was referred by the reporter to the physician who had performed essure insertion. The patient underwent laparoscopy to remove the migrated essure inserts and tubal ligation. The reporter had no further information to provide. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-aug-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and presented perforation followed by intra-abdominal migration after essure placement procedure. Ultrasound performed later, showed three inserts: one on right side and two on left side in intra-abdominal region. A laparoscopy to remove the migrated essure inserts and tubal ligation were performed. This event, seen as fallopian tube perforation, is listed in the reference safety information for essure, fallopian tube perforation is a potential complication of essure use. Although in this case, the exact mechanism of this perforation is not clear, the fact that thee inserts had been inserted (two on the left and one on the right side) may had contributed for the perforation and the migration. Nevertheless, considering the event's nature, causal relationship between the reported event and essure use cannot be excluded and therefore, this case is regarded as incident since surgical intervention was performed. No batch number and no sample provided. A product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on (B)(6) 2016: the physician reported that the patient consulted due to abdominal pain. The event "persistent pain" was changed to "persistent abdominal pain". Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and presented perforation followed by intra-abdominal migration after essure placement procedure. Ultrasound performed later, showed three inserts: one on right side and two on left side in intra-abdominal region. A laparoscopy to remove the migrated essure inserts and tubal ligation were performed. This event, seen as fallopian tube perforation, is listed in the reference safety information for essure, fallopian tube perforation is a potential complication of essure use. Although in this case, the exact mechanism of this perforation is not clear, the fact that thee inserts had been inserted (two on the left and one on the right side) may had contributed for the perforation and the migration. Nevertheless, considering the event's nature, causal relationship between the reported event and essure use cannot be excluded and therefore, this case is regarded as incident since surgical intervention was performed. No batch number and no sample provided. A product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
(B)(4).